Event description:
To whom it may concern, I am writing to urgently report a severe medical injury that occurred after using contact lenses manufactured by your company and provided to me as samples following my eye examination on (B)(6) 2026. After wearing the initial sample lenses over the weekend, I contacted my ophthalmologist due to increasing discomfort and impaired vision. During that visit, the doctor removed the contact lens from my right eye, and my vision began to clear. He informed me that the lens appeared to be defective and stated he would reorder a new set. Because the previous order had taken months to arrive, I asked whether he had anything available in the office that could serve as a temporary replacement. He checked and stated that he had a lens in the back room with the exact prescription needed. He provided it to me, and although my eye was already irritated, the lens initially improved some of the vision issues. This occurred on a friday afternoon. After wearing that replacement lens over the weekend, my vision in my right eye deteriorated rapidly. By tuesday, the pain and loss of clarity were so severe that I sought immediate care at an urgent care facility. After evaluation, I was referred to (B)(6), and following their examination, I was urgently transferred to (B)(6) hospital's ophthalmology specialty department. I was admitted for 14 days. The outcome was devastating: I suffered complete loss of vision in my right eye, including destruction of the cornea and damage to additional ocular structures. My ophthalmologist has informed me that removal of the eye may be required due to the extent of the injury. This occurred after only a few days of wearing the lenses provided. I have worn contact lenses for approximately 30 years and have never experienced anything remotely comparable to this incident. My physician has explained that there are numerous annual reports of contamination and infections associated with improperly sterilized lenses and eye care products, raising serious concerns regarding product safety. I am currently gathering all relevant medical documentation, including diagnostic notes, treatment records, and the lot numbers of the lenses involved, which I intend to provide. Given the severity of this incident and the permanent, life-altering harm I have suffered, I am formally requesting the following: 1. Instructions for submitting an official injury or product-safety claim to the FDA, including any required forms, documentation, or reporting procedures. I expect a prompt and direct response due to the seriousness of this matter. Sincerely, (B)(6). Consultation reports document name: .ophthalmology consultation result status: auth (verified) signed by: (B)(6) (3/3/2026 19:50 mst); (B)(6) (3/2/2026 21:02 mst) service date/time: (B)(6) 2026 19:25 mst patient information name: (B)(6) age: 69 years dob: (B)(6) 1956 sex: male chief complaint chief complaint: sent by optho for c/o acanthamoeba keratitis. C/o r eye pain, visual disturbance x 2 days. ((B)(6) 2026 16:48:00) history of present illness 69yo m history of soft contact lens wear in both eyes presents with right eye redness, pain, watering, discharge, and decreased vision for 4 days. No inciting event, no exposure to plant matter or freshwater like a hot tub. Has poor contact lens hygiene and has been wearing the contact lens in his left eye for 3 days. H/o rk ou review of systems ros negative for double vision, flashes, floaters, black curtain being drawn across vision. Physical exam va odsc hm oscc (scl) 20/20 pupils od difficult view, no apd by reverse os 3 -> 2, round iop od 27 os 16 tono-pen cvf od unable due to poor vision os full page 1 of 4 (B)(6) university medical center (B)(6)- patient: (B)(6) admit: (B)(6) 2026 fin: (B)(6) discharge: (B)(6) 2026 dob/age/sex: (B)(6) 1956 69 years male attending: (B)(6) visit: inpatient printed: (B)(6) 2026 11:14 mst report request: (B)(6) consultation reports motility ou grossly full, poor compliance with testing due to pain dilation phenylephrine 2.5% & tropicamide 1% 1 drop each, left eyes.

Event description:
Additional information received on 06/22/2026 for report mw5186562 to update narrative and lot number. Patient has lost right eye due to the contact lenses.